Manufacturer narrative:
Additional information was added in h.3., h.6. And h.11. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed. Based on the information available, the customer reported event cannot be confirmed. It should also be noted that the surgeon is a trained medical professional that in the event of an incident the surgeon will mitigate those issues to proceed manually. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that after the direct selective laser trabeculoplasty procedure, the patient experienced an intraocular pressure (iop) spike and anterior synechiae. Serial eye drops were instilled until the iop normalized. The iop returned to the expected range, but anterior synechiae persisted. The prognosis remained unknown. Pigmentary discharge in the anterior chamber was observed during the postoperative evaluation.